Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that there is a motor error alarm. Customer states that the alarm occurs after several no delivery alarms. Customer also states that the alarm does not effect on the blood glucose readings.